Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the device was out of calibration. Device screws, fastners, motor, plug assembly were replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Event description:
It was reported that, during surgery, the unit had inconsistent depth of skin grafts. It is unknown whether the graft was usable, or a new graft was harvested. There was no harm or delay reported. Due diligence is in progress, no further information has been provided.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: tanzania, africa. E1: telephone: (B)(6).